Manufacturer narrative:
Investigation summary: it was reported that a (B)(6) year-old male patient underwent a non-ischemic ventricular tachycardia - left ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional sf catheter. Prior to transseptal puncture and ablation, with the soundstar catheter and thermocool smarttouch bidirectional sf catheter in the heart, the patient reported chest pain and malaise. Pericardial effusion measuring 1.5 cm was detected via soundstar catheter. Catheters were removed from the body and pericardiocentesis yielded 500 ml of blood. Patient was reported to be in stable condition post-intervention. Patient required extended hospitalization as a result of the adverse event. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/15/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17698290l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: soundstar catheter, us catalog #: 10439011, lot #: e8070499. Non-biosense webster, inc. - st. Jude swartz sl0 introducer 8.5fr/63 cm cat#407451. Non-biosense webster, inc. - st. Jude swartz sl1 introducer, 8.5fr/63 cm cat#406849. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a non-ischemic ventricular tachycardia - left ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. Prior to transseptal puncture and ablation, with the soundstar catheter and thermocool smarttouch bidirectional sf catheter in the heart, the patient reported chest pain and malaise. Pericardial effusion measuring 1.5 cm was detected via soundstar catheter. Catheters were removed from the body and pericardiocentesis yielded 500 ml of blood. Patient was reported to be in stable condition post-intervention. Patient required extended hospitalization as a result of the adverse event. Event was assessed as life-threatening. There were no patient factors cited that may have contributed to the adverse event. Physicians opinion regarding the cause of the adverse event is that a perforation of the right atrial wall near the coronary sinus os occurred while attempting to locate the coronary sinus with the thermocool smarttouch bidirectional sf catheter. No transseptal puncture was performed. Sheaths included a st. Jude medical swartz 8.5 french 63 cm sl0 introducer (407451) and a st. Jude medical swartz 8.5 french 63 cm sl1 introducer (406849). There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed. Irrigated catheter flow was set at 2 ml/min. Patient received anticoagulant during the procedure. No activated clotting time (act) measurements were taken. There is no information regarding shaft proximity interference value or catheter proximity. Thermocool smarttouch bidirectional sf catheter was not zeroed. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.